Event description:
This lead was capped on (B)(6) 2012 and replaced with a competitor's lead. The following physician's office would not return phone calls. The reason this lead was replaced is unk. Should add'l info become available, this file will be updated.